Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was not capturing during an interrogation. A chest x-ray revealed lv lead dislodgement. It was noted that the dislodgement was probably due to a grandchild jumping on the patient¿s chest. A lv lead revision is planned. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was explanted and replaced.